Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and had offset coil winds. Resistance was encountered while advancing the smart coil through the hub of a demonstration microcatheter and the smart coil could not be advanced any further. Conclusions: evaluation of the returned smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. The offset coil winds likely contributed to the resistance experienced during the procedure and prevented the smart coil from being advanced through the microcatheter during the procedure. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). It was noted that the patient had mildly tortuous vessels. During the procedure, while attempting to advance a smart coil into a non-penumbra microcatheter, the physician experienced resistance in the hub of the microcatheter and the smart coil would not advance further; therefore, it was removed. The procedure was completed using two other smart coils, two penumbra coils 400 (pc400s) and the same microcatheter. There was no report of an adverse effect to the patient.